Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the phaco tip was stuck on as handpiece in trying to get it off it snapped. They didn't have a metal wrench to remove the stuck tip after intra ocular lens implantation surgery. The event happened after completion of the surgery. There was no patient contact thus there was no patient impact.